Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd kiestra inoqula gas springs are not holding hood up and need to be replaced. No injuries were reported. The following information was provided by the initial reporter: inoqula gas springs at the sa part need to be replaced. The cover is not holding up anymore. Module operational but hood not staying open.

Event description:
It was reported that bd kiestra inoqula gas springs are not holding hood up and need to be replaced. No injuries were reported. The following information was provided by the initial reporter: inoqula gas springs at the sa part need to be replaced. The cover is not holding up anymore. Module operational but hood not staying open.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00470 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.